Event description:
It was reported that the patient¿s pacemaker went into bvvi after it failed to complete the cybersecurity software update. The patient was experiencing pacemaker syndrome during the bvvi pacing. The patient was feeling passing out and patient is very hypersensitive and was feeling her heart rhythms. It was able to download the previous firmware onto the pacemaker through the engineering test page. The device was reprogrammed and the clinician did not attempt to update the device a second time. After a couple of hours patient felt better and went home.